Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of battery life message on the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.